Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic transurethral resection (tur) of the bladder, bladder perforation occurred while using the device. The patient experienced "strong bleeding" and the urologist had to open up the patient's abdomen. The procedure was prolonged greater than 30 minutes. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no additional information was received from the customer.

Event description:
No additional information received from customer.